Manufacturer narrative:
Upon reception, the returned smartview connect was tested and the reported behavior was reproduced, as unexpected screen activations were observed. The observed issue resulted from a defective power adapter, leading to the observed unexpected screen activation when the device is plugged to power supply. The defective power adapter resulted from an issue at manufacturing level.

Event description:
Reportedly, the home monitor carries out manual transmissions every day without patient action.

Event description:
Reportedly, the home monitor carries out manual transmissions every day without patient action